Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage (kitchen which have an improper humidity) or/and user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 90-130mg/dl fasting. Verified the strips expire 3/24/2018. Customer confirms the strips have been stored in the bathroom and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns:the customer is concerned about these two results 160 mg/dl and 159 mg/dl on (B)(6) 2016. The customer is calling because she feels that the results she is getting from her meter are reading too high. The customer is testing four times a day (fasting and one hour after a meal) informed the customer that it is suggested to wait at least two hours after eating, drinking, snacking, exercising or taking any medication before performing a blood test.